Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hbsag ii assay results for one patient tested on a cobas 6000 e 601 module. The customer confirmed hbsag calibration, qc, and other patient sample results were acceptable. The patient's elecsys hbsag results were not reported outside the laboratory. The customer performed repeat testing on the same analyzer, and the patient's sample was tested with an hbsag confirmatory test. On (B)(6) 2021, the patient's initial hbsag result was 0.422 coi non-reactive at 13:59. On (B)(6) 2021, the patient's first repeat hbsag result was 5672 coi reactive at 15:17. On (B)(6) 2021, the patient's second repeat hbsag result was 5834 coi reactive. On (B)(6) 2021, the patient's hbsag confirmatory test result was confirmed. The sample was positive for hbsag. The hbsag reagent lot number was 505698 with an expiration date requested but not provided.

Manufacturer narrative:
On (B)(6) 2021, the patient's hbsag result was 6035 coi reactive. If this result was from a previous sample or a new sample, the information was requested but not provided. The hbsag reagent lot number was 505698 with an expiration date of (B)(6) 2021. The customer's provided calibration and qc results were acceptable. There was no indication for a performance issue of reagent or instrument. The customer's system alarm trace was requested but not provided. The field service engineer performed precision testing with no issues. The sample centrifugation time was insufficient according to the tube manufacturer's recommendations. Also, the customer confirmed no rack adapters were used with the patient's 13 x 100 mm sample tube. Per product labeling, "incorrect results when sample tubes are not aligned vertically: incorrect placement of sample tubes in racks may cause incorrect sample pipetting, which may lead to false low results, especially when testing immunoassays. Ensure that sample tubes are always placed vertically in the racks. For sample tubes with an outer diameter of 13 mm or less, use the roche diagnostics cup adapter or use 13 mm mpa racks alternatively." The investigation determined the event was consistent with improper sample handling. The investigation did not identify a product problem. Updated medwatch fields: a2 - age at time of event, a2 - age units (patient), and b6 - relevant test/laboratory data.